Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 400 mg/dl and a low of 30 mg/dl. She had slurred speech, a headache, was queasy, had diarrhea, and had light sensitivity. The high pressure test failed twice. The customer treated her high blood glucose level with the insulin pump. The reservoir was showing more insulin than what was shown on the status screen. The displacement test passed. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at the insulin pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during our testing. The drive support disk was inspected and no damage or anomaly noted. No cosmetic damage noted during our physical inspection.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.